Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During interrogation, the pacemaker was noted to exhibit far r wave oversensing resulting in inappropriate automated mode switch (ams) episodes affecting ventricular pacing. No intervention was performed as per physician recommendation at the moment and the patient was in a stable condition throughout.